Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeled. The event log is short due to pumps coin cell dying in past but otherwise the event history was normal. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso seal was replaced.

Event description:
It was reported that the pump had a flickering screen. There was no patient involvement. Device evaluation revealed the downstream occlusion seal was peeling.